Event description:
During implant surgery, the recipient reportedly experienced bleeding from the emissary vein, which required drilling out the bone and packing the area with bone wax. The recipient was implanted and did not experience any post-op complications.